Event description:
The reporter stated that a patient experienced an episode of bleeding at the catheter site after an application of the biopatch dressing. The biopatch was in place for a few hours. The event resolved after a few hours. There was no recurrence of the event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.